Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an "er5" message. The medical surveillance specialist (mss) spoke with the patient on april 15, 2009 and obtained the following information. The patient reported that the alleged error message began to appear on the last week of the previous month. Per the onetouch ultra owner's booklet, this error message indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. Despite not being able to test his blood glucose as a result of the issue, the patient stated that he continued to take his usual dose of insulin (type unknown) daily. On an unspecified date/time, after the alleged issue began, the patient claimed he developed the symptom of shakiness. The patient reported that the symptom disappeared after he ate something. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and that the test strips appeared in good condition. The issue was resolved when the patient retested using a new vial of test strips. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.